Manufacturer narrative:
Method: review of lot records/work orders, prior reports. No issues were noted. Type I endoleaks are a known complication of the procedure. The device was discarded by the hosp.

Event description:
It was reported on 5/30/07, pt had successful implant of a bifurcated device and a proximal cuff in 2006. In 2007, pt was brought in to treat a type I endoleak with a proximal cuff and a limb extension. Pt is doing well.